Event description:
It was reported that the wake button on the pump was extremely difficult to press and required multiple presses to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. The customer reverted to using an alternate pump for insulin therapy.